Event description:
Pt called lfs in 2003 alleging they were harmed in 1999 due to a not ok issue with a ot meter the pt was using at the time. Medical affairs spoke to the pt in 2003 and obtained the following info: when the pt originally reported the meter in 1999, pt did not allege any harm. Troubleshooting was done on the meter but the issue was not resolved so the meter was replaced. In 2003 the pt called lfs alleging that after the conversation with the customer service representative in 1999 pt had experienced hypoglycemia. Pt reportedly had been unable to test all day. Pt did take the set amount or oral medications and took the insulin based on feelings rather than any results. Pt began to go into a seizure and the paramedics were called. The pt does not know what the result was on the paramedic's meter. The paramedics gave pt IV glucose until the blood sugar level was back to normal. Pt was not taken to the hospital. Pt reported the not ok issue to the lfs representative and was sent out a replacement.